Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "improper design of pad connector". It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device history record review could not be performed without a lot number. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were trying to initiate therapy and they had alerts 01 (patient line open) and alert 02 (low flow) and the arctic sun device would not be alerting. Mss discussed possible reasons for the alert 01 (patient line open) and alert 02 (low flow) including pad connection issues squeezing the clear clip while inserting tubing connector into the fluid delivery line. Nurse stated that they did have a hard time getting the pad clear clip to stay seated in the fluid delivery line and tried to push it on with the clear clip.

Event description:
It was reported that they were trying to initiate therapy and they had alerts 01 (patient line open) and alert 02 (low flow) and the arctic sun device would not be alerting. Mss discussed possible reasons for the alert 01 (patient line open) and alert 02 (low flow) including pad connection issues squeezing the clear clip while inserting tubing connector into the fluid delivery line. Nurse stated that they did have a hard time getting the pad clear clip to stay seated in the fluid delivery line and tried to push it on with the clear clip.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.